Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the customer ate dinner and did not deliver a bolus on time to cover the meal consumed. A correction bolus was delivered to address bg level.